Manufacturer narrative:
(B)(4). The customer stated that the cables and connections to the main board were checked and this resolved the issue therefore no parts were returned for evaluation.

Event description:
The customer stated that this unit shuts down automatically. There was no patient involvement at the time of the incident.